Event description:
The customer reported non-reproducible, elevated initial troponin I (access accutnl+3) result, for one patient, involving the access accutnl+3 reagent used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.19 ng/ml was obtained and released out of the laboratory. As result, the patient was transferred to another facility for cardiac testing. The customer did not have further patient information. The customer was unaware of any additional treatment given to the patient. There has been no report of current patient outcome to date. The customer reanalyzed the sample, on an alternate access 2 system, and obtained a lower result of 0.01 ng/ml which was within the normal reference range. The patient's sample was collected in a lithium heparin tube and centrifuged at 8,500 rpm (rotations per minute) for three minutes. No sample integrity issues were observed. The customer indicated all system parameters, including quality control, calibration, and system check, were within assay and instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutnl+3 device was returned for evaluation. The field service engineer (fse) evaluated the instrument and did not note any system issues. The fse performed an early preventative maintenance (pm). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. (B)(4).